Manufacturer narrative:
Bayer r & I field service responded to the site and concluded that disengagement occurred at the mounting plate from the ceiling structure support. The ocs ii system remained engaged to the mounting plate during the reported event. The cause of the reported problem was determined to be disengagement of the mounting plate from the supports in the ceiling structure. The site did not adequately secure the mounting plate from possible disengagement from the supports in the ceiling structure. There was no evidence of product malfunction. This info does not constitute an admission that the device. The company or its employee caused or contributed to a reportable event.

Event description:
A bayer r & I technical assistance center rep reported the following: the overhead counterpoise system (ocs ii) fell from the ceiling and came in contact with the technologist's head. The technologist was evaluated in the emergency room and underwent a CT scan of her head. The CT scan was negative and no further treatment was necessary.